Event description:
The plaintiff was implanted with an ams perigee graft to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff had to "undergo extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia." It was also alleged that the plaintiff has, "undergone medical treatment and corrective surgery," has experienced, "significant mental and physical pain and suffering, has sustained permanent injury," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.